Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? When was the mesh exposure first noted by a physician? Other relevant patient history/concomitant medications? Product code and lot #? Describe any medical/surgical intervention for exposure including dates and surgical findings. When did the hematuria occur? The source and triggering event of hematuria? Was any abnormality of the device noted prior to, during or after the procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent sling procedure in 2007 and mesh was implanted. In 2015, urethral erosion was noted following investigation for dipstick hematuria. The patient was referred to urologist for removal. Additional information has been requested.